Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive sheath had a leak issue, there was blood observed leaking from the valve. It was reported that during a procedure while the physician was performing mapping of the left atrium it was noticed that there was blood leaking in the faradrive valve, therefore the physician decided to replace the device, and the issue was resolved. The procedure was completed. No patient complications were reported. The device is not expected to be returned for laboratory analysis as it was disposed.